Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in november 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between (B)(6) 2014. An increase in voltage suggests later on this date suggests a further pad-pak was installed. The device performed as expected up to the (B)(6) 2014. The device records multiple manual power ons of 10 minutes duration between the(B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.

Event description:
There was no patient involved in this event. Device switching on automatically.